Event description:
Pt reported experiencing elevated blood glucose into the 500's mg/dl for the previous 2-3 weeks. She adjusted her basal rate from 26.4 to 34.2, but her blood glucose level remained elevated. Pt administered an insulin injection in 2006 and her blood glucose decreased from 442 mg/dl to 280 mg/dl after 2 hours. She stated that she reused her insulin cartridges a minimum of 4-5 times before changing them. Pt admitted that the only reason she would not continue to use a cartridge as if it would no longer move up and down. She reported that her piston rod was used longer than the twelve months as recommended. Pt stated that she used the adapter for 2 years, which is longer than the recommended 6 months. She reported symptoms of dry mouth, sleepiness, and slight headache associated with elevated blood glucose. No medical assistance was required. Product was requested to be returned for eval.